Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Upon troubleshooting, fse found the internal single-phase uninterruptible power supply (ups) had a hardware failure, which caused fuses to be blown. To resolve the issue, fse replaced a blown fuse and removed the single-phase ups from the circuit and able to bypass the single-phase ups and wire the ups startup board. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not bootup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.